Event description:
The lay user/reporter contacted lifescan (lfs), another country in early 2008 reporting that the lay user/patient's one touch ultra2 meter was giving inaccurate high readings. A lfs agent contacted the pt and obtained/verified following info. On three days earlier at 9:08 am, the pt tested herself on the meter and obtained a reading of 446 mg/dl. Based on her reading, she took 5 units of humalog mix 25 injection in addition to her regular 34 units of lantus insulin. The pt said that she takes humalog 3 units mix 25 if her blood sugar result exceeds 160 mg/dl and increases it to 5 units if the result exceeds 240 mg/dl. She does not take any humalog mix 25 if the blood sugar result stays within 150 mg/dl mark. Then, she had 2 pieces of bread with milk and coffee for her breakfast. Later on, at around 10:00 am, she started feeling unwell. She started sweating and felt numbness in her body. She also felt cold and confused. She decided to go to bed and her husband gave her some sugar and fed a spoon of meal. He called the doctor around 11:00 am. The doctor saw the pt and gave her a glucagon injection and then tested her on the pt's meter. The reading of 50 mg/dl (12:39 pm) was obtained. Again, after a few minutes, the pt was retested and obtained the reading of 46 mg/dl (12:44 pm). The doctor stayed there until the pt felt better but provided no further treatment. The customer care advocate (cca) determined during the troubleshooting telephone call, the pt's testing technique was correct. The test strips were within expiration dating and in good condition. The meter was programmed for the correct unit of measure and calibration code number. The results were verified in the meter memory. The meter were replaced. This complaint is being reported as the pt alleged taking additional insulin based on an inaccurately high reading obtained on the lfs meter. She claims she ate breakfast and afterward experienced symptoms that suggested hypoglycemia. She also claims a doctor treated her with a glucagon injection.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection lifescan will inform FDA of the results in a supplemental report.